Event description:
Reference number (B)(4). Event occurred in brazil, it was reported that on (B)(6) 2024 infusion set is leak at cannula and at septal. The blood glucose level was 284 mg/dl. No further information available.

Manufacturer narrative:
(B)(6). Patient country: brazil.